Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Later healthcare professional reported her implant is in a slightly high position, she does have some ptosis and upon explanation, device found to be ruptured. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.